Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s ins died three years ago and is not working and the patient was looking to have it replaced. It was reported that the patient¿s doctor wanted to do an MRI to see where the leads are. No symptoms or complications were reported.